Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation and neurological deficits are known and anticipated complications with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported perforation and neurological deficits were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while deploying a smart coil into the aneurysm using another manufacturer's microcatheter, the microcatheter kicked out of the aneurysm. A portion of the smart coil was in the aneurysm, while another portion was in the microcatheter. The physician advanced the microcatheter forward to the dome of the aneurysm; however, the aneurysm became perforated. The smart coil and the microcatheter were removed from the patient and an inflated balloon was then placed at the neck of the aneurysm. The physician continued the procedure by deploying and detaching the same smart coil and a new smart coil into the aneurysm using the same microcatheter. It was reported that the patient suffered some neurological deficits.